Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were inserted. Upon recapture of the wds, the was was noted to be kinked. The procedure was successfully completed using the original devices. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of kink was confirmed. Examination of the hub, sheath, and tip revealed a sheath kink 18cm proximal of the tip and in the dilator at the same location. There was no other damage or defects found. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were inserted. Upon recapture of the wds, the was was noted to be kinked. The procedure was successfully completed using the original devices. There were no patient complications.